Event description:
It was reported that the cartridge was leaking from the fill port. Reportedly, there was a crack in the cartridge. Apridra insulin was used to fill the cartridge. Customer successfully changed the cartridge and resumed insulin delivery. Customer had elevated blood glucose levels (485 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T: slim user guide indicates, the cartridge is contraindicated for use with products other than humalog and novolog.